Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and a cracked case at a display window corner.

Event description:
Customer reported via phone call to have excessive high blood glucose especially after meals. Customer's blood glucose was over 400 mg/dl, which were treated with manual injections. Troubleshooting was performed and it was found that insulin pump was working as designed, but insulin pump would be replaced as a precaution.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.